Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -18.0 diopter, and the lens tore during injection into the eye. The lens was removed with no apparent injury and was exchanged for another same model/diopter lens. The exchange resolved the problem. The patient's post-op best corrected visual acuity was 20/40.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4).